Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the device wasn't responding properly. She was attempting bolus for her dinner and the number kept scrolling as if the up button was stuck. She didn't know her blood glucose level. The device was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test due to keypad unresponsive. No ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted.